Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) battery estimate is shorter than what is stated on the device manual. After one month of use, the battery estimate was at six years, when the manual stated it should last twelve years. The device remains in use. No patient complications have been reported as a result of this event.